Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Plots 14218018 14764881 14839272 14833587 additional contact information (B)(6).

Event description:
An event involving a smallbore ext set was reported that the patient had a peripheral intravenous (piv) in the left lower arm infusing intravenous (IV) fluids, including intralipids, and that the intralipid tubing was leaking from the added filter. Fluid was observed leaking from a small hole located beneath the ¿1.2 micron¿ marking. There was patient involvement and no harm/adverse event reported.